Event description:
It was reported that the ilet was dropped and the connect adapter cracked, after which the caregiver removed the cartridge, installed a new connect adapter, primed the tubing, and reconnected, with no alerts or alarms reported. No injury or clinical symptoms reported during the event. Outcomes included no clinical impact. Investigation of this case revealed a cracked connector consistent with device damage from dropping, addressed by component replacement and successful re-priming without further malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to impact.

Manufacturer narrative:
Initial.